Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 3.00x8mm taxus liberte stent was removed from the box and when the shipping mandrel was removed from the device, the shaft severed into two pieces. The device never entered the pt and the procedure was successfully completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
(B) (4).